Event description:
The customer reported that the system intermittently displayed a communication failure error message on boot up. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The following components were cleaned and reseated: all ups connectors, workstation fuses, real time operating system and general purpose operating system. The system was then found to be operating as intended.